Manufacturer narrative:
Sc-1132, sn: (B)(4). The returned device was analyzed and no anomalies were found.

Event description:
A report was received that the patient was unable to charge her ipg. The physician decided to explant the ipg and replace it with a non rechargeable ipg.

Manufacturer narrative:
Device has not been received.

Event description:
A report was received that the patient was unable to charge her ipg. The physician decided to explant the ipg and replace it with a non rechargeable ipg.